Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted into the patient, the blood was found in helium pathway. After the catheter remove, the central lumen was found damaged and change the new catheter". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sam-ple was returned in a cardboard box and was in a bio-hazard bag. Upon return, the supplied 40cc driveline inflation tubing was noted connected to the short driveline tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the returned iabc. The outer lumen was noted damaged consistent with being crushed/bent at approximately 28.6cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger w as experienced. The block-age was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc outer lumen at the location of the previously noted damaged outer lumen. It could not be confidently determined how the damage occurred to the iab outer lumen. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approxi-mately 5.3cm from the iabc distal tip. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at ap-proximately 54.5cm from the iabc luer. Some blood and debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in helium pathway" is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen. The root cause of the outer lumen leaks are undetermined; a potential root cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted into the patient, the blood was found in helium pathway. After the catheter remove, the central lumen was found damaged and change the new catheter". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".